Manufacturer narrative:
(B)(4).

Event description:
It was reported that low transmitter battery occurred. Data was evaluated and the allegation was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The root cause was determined to be low transmitter battery voltage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed, the reported low transmitter battery was confirmed. Upon further review of the log a failed transmitter error was observed within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery.